Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the surgeon, the patient experienced a lack of clinical benefit from the device and subsequently the device was explanted, under a general anaesthesia, on (B)(6) 2019.